Event description:
The boston scientific rigid pneumatic probe was introduced to the surgical field during case setup and determined to be non-functional. The white thumbwheel wouldn't turn. Diagnosis or reason for use: percutaneous nephrolithotomy.